Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of (40 mg/dl) the customer consume carbohydrates and juice to stabilize bg level. Reportedly, the customer had changed settings and input 4.0 u/hr instead of 0.4 u/hr. The customer was able to change the settings to reflect correct setting of 0.4 u/hr.